Manufacturer narrative:
Reported event: an event regarding infection involving a triathlon insert was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot or sterile lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. All (B)(4) products sold as sterile are validated to a minimum sterility assurance level (sal) of 10^-6 in accordance to applicable iso standards. Additional information including pathology reports, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.   The following devices were also listed in this report: 5512-f-601 - tri ts femur sz6 left - gbr3v. 5540-a-601 - triathlon femoral distal augment 5mm - size 6 left - ddz3t. 5543-a-600 - tri post augment sz6 5mm - ger9u. 5543-a-600 - tri post augment sz6 5mm - eu73a. 5521-b-600 - tri ts baseplate size 6 - gid3ra. 5549-a-341 - triathlon fem cone aug sz 4l - dnm6. 5549-a-231 - triathlonasymconeaugsz c lm/r - ley7d. 5560-s-212 - tri cemented stem 12mmx100mm - 0100580l. 5560-s-212tri - cemented stem 12mmx100mm - 0101373l. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported the patient's left knee was revised due to infection. A poly swap with I&d was performed. Rep provided the primary and revision usage sheets and confirmed that no further information will be released by the hospital or surgeon.